Event description:
It was reported that an automated impella controller was being used for training intensive care unit staff and when the device was unplugged from the wall outlet, it began beeping. The beeping did not stop until it was plugged back into the wall power source. There was a reported that there was a ¿battery failure¿ alarm. The device was tagged to not be used with a patient. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information noted the automated impella controller device was returned, and an evaluation/analysis has been completed. Correspondingly, sections d9: device received by manufacturer with receipt date was updated accordingly. The automated impella controller (aic) with data logs were received and the investigation was completed. Service history review was completed, and there is no quality notification associated with the complaint device¿s most recent service report. Additionally, there are no issues related to the complaint discovered when reviewing the product history of console. Data logs were analyzed and noted the following: battery failure (transport connection blown/missing) alarms were observed in the imc logs. Regarding the device analysis, the console was tested after arriving in field service. The reported battery failure could not be reproduced during testing. No evident anomalies were observed in the batttest results. The console operated without any issues while testing with a known good pump and purge cassette kit on an engineering lab bench. In conclusion, the cause of the reported battery failure is suspected to be use related. The console was likely booted up with the battery transport connection switch disengaged while the console was connected to ac-alternating current power. The battery failure alarm occurred on the first boot after field-service preventive maintenance on 02-dec-2024. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.